Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported hospitalization due to blood glucose levels exceeding 500 mg/dl. It is unknown if any emergent third-party treatment/medication was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow up attempts were unsuccessful. If the customer contacts adc customer service, a follow-up will be submitted if more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.